Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/05/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed an unexplained loss of prime event on (B)(6) 2015 at 03:36; deliveries resumed at 09:03. The total daily dose correlated appropriately to the user programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 403 mg/dl with vomiting and unspecified ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting indicated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.